Event description:
It was reported the patient felt an uncomfortable heating sensation at his ipg site during charging. He stated he has felt this sensation since his implant date. The patient reported he usually charges weekly for approximately 70 minutes but he feels the heating sensation during the last 10 minutes. The sjm representative advised the patient to cut his charging time by half, talk a break, then finish charging later. No further patient complications were reported. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.